Event description:
Legal counsel for the patient alleges that patient underwent left total hip arthroplasty and reports patient allegations of personal injury. Additional information provided in operative notes and a review of invoice history confirms the left hip arthroplasty procedure occurred on (B)(6) 2006. Operative notes also confirm a revision procedure occurred on (B)(6) 2006 allegedly due to dislocations. No further information has been provided to date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states" dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 2 of 2 mdrs filed for the same event (reference 0001825034-2012-02193 / 02194).